Manufacturer narrative:
The product was returned for analysis, and the reported complaint was observed. The device was received inside a non-company pouch. Solution is dried in the device. The lock-out assembly has been removed. The plunger and the lens have been advanced into the mid-nozzle. The leading haptic is extended straight. The plunger is catching the trailing haptic at the trailing optic edge. The trailing haptic is not folded onto the optic, and it is bent backward. The root cause for the bent and twisted haptic could not be determined. The plunger is catching the trailing haptic at the trailing optic edge. The trailing haptic is not folded onto the optic, and it is bent backward. The plunger position in relation to the bent haptic during advancement cannot be determined. If the plunger is not fully advanced the trailing haptic may not release properly from the device. Damage to the haptics may occur: due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovd (ophthalmic viscosurgical device) may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent, and this may inhibit lens advancement. In addition, haptic strength (modulus) decreases as the temperature increases and is more likely to break under stress. If a straight trailing haptic occurs and it was not properly detected to be out of position. If the plunger is not fully advanced, the trailing haptic may not release properly from the device. Any of the above factors alone, or in combination, may lead to an event such as reported. Straight leading haptic was also observed: the presentation of straight-leading haptics is addressed in the product instructions for use (IFU), where it is provided that delivery may proceed with caution and should be managed based on the outlined instructions. While straight leading haptics may occasionally occur, close adherence to the IFU provides the best opportunity for optimal delivery. Possible associated factors may also include: use of a non-qualified viscoelastic or bss (base salt solution) in the delivery system. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. Excessive delay between device preparation and subsequent delivery resulting in the potential for haptic unfolding. Use of the delivery system at operating room temperatures outside of the recommended range of 18 °c (64 °f) to 23 °c (73 °f). Ovd should be allowed to come to operating room temperature over a 20-minute timeframe prior to use. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A non health care professional reported that during an intraocular lens (iol) implant procedure, plunger caused back haptic to bend and twist while loading with no patient contact. The procedure was completed on the same day.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).